Manufacturer narrative:
The customer was hospitalized for alleged possible over delivery anomaly, blank display, flashing medtronic logo, e/a alarm unspecified and low bgs (hypoglycemia) on (B)(6) 2023. On svn (B)(6) the customer reported alleged battery cap damage on 08-mar-2023. No blank display or flashing medtronic logo noted. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Unable to test for possible over delivery anomaly and e/a alarm unspecified due to critical pump error (open book image) alarm. Pump failed to open the download window as per by-pass steps and displayed critical pump error (open book image) alarm immediately preventing download of firmware using crest and or history files and traces using thus. Suspecting the hw. Unable to perform the history review 1 week prior to the event date 05-jun-2023 in the pump history file due to critical pump error (open book image) alarm/download anomaly. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2 and the keypad flex traces. No damage noted on the force sensor or motor. Using a test pcba 1 and the original pcba 2, the pump powered up properly with no critical pump error (open book image) alarm. Then performed history download and carelink upload. The history download was successful using thus and carelink upload was successful. Critical pump error (open book image) alarm was due to corroded pcba 1. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay, and cracked keypad overlay at the select button. The pump did not have a battery installed when received. The pump was received without the original battery cap. Unable to verify damage to the battery cap. Unable to perform the functional test due to critical pump error (open book image) alarm. Unable to confirm alleged low bgs (hypoglycemia). Critical pump error (open book image) alarm was confirmed due to corroded pcba 1. Possible over delivery anomaly unknown. Blank display not confirmed. Flashing medtronic logo not confirmed. E/a alarm unspecified unknown. Battery cap damage unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w - unknown. Retainer ring = black; case type = ngp. The customer was hospitalized for alleged possible over delivery anomaly, blank display, flashing medtronic logo, e/a alarm unspecified and low bgs (hypoglycemia) on 05-jun-2023. On svn 000315406313 the customer reported alleged battery cap damage on 08-mar-2023. No blank display or flashing medtronic logo noted. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Unable to test for possible over delivery anomaly and e/a alarm unspecified due to critical pump error (open book image) alarm. Pump failed to open the download window as per by-pass steps and displayed critical pump error (open book image) alarm immediately preventing download of firmware using crest and or history files and traces using thus. Suspecting the hw. Unable to perform the history review 1 week prior to the event date 05-jun-2023 in the pump history file due to critical pump error (open book image) alarm/download anomaly. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2 and the keypad flex traces. No damage noted on the force sensor or motor. Using a test pcba 1 and the original pcba 2, the pump powered up properly with no critical pump error (open book image) alarm. Then performed history download and carelink upload. The history download was successful using thus and carelink upload was successful. Critical pump error (open book image) alarm was due to corroded pcba 1. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay, and cracked keypad overlay at the select button. The pump did not have a battery installed when received. The pump was received without the original battery cap. Unable to verify damage to the battery cap. Unable to perform the functional test due to critical pump error (open book image) alarm. Unable to confirm alleged low bgs (hypoglycemia). Critical pump error (open book image) alarm was confirmed due to corroded pcba 1. Possible over delivery anomaly unknown. Blank display not confirmed. Flashing medtronic logo not confirmed. E/a alarm unspecified unknown. Battery cap damage unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The customer was hospitalized for alleged possible over delivery anomaly, blank display, flashing medtronic logo, e/a alarm unspecified and low bgs (hypoglycemia) on 05-jun-2023. On svn (B)(4) the customer reported alleged battery cap damage on 08-mar-2023. No blank display or flashing medtronic logo noted. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Unable to test for possible over delivery anomaly and e/a alarm unspecified due to critical pump error (open book image) alarm. Pump failed to open the download window as per by-pass steps and displayed critical pump error (open book image) alarm immediately preventing download of firmware using crest and or history files and traces using thus. Suspecting the hw. Unable to perform the history review 1 week prior to the event date 05-jun-2023 in the pump history file due to critical pump error (open book image) alarm/download anomaly. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2 and the keypad flex traces. No damage noted on the force sensor or motor. Using a test pcba 1 and the original pcba 2, the pump powered up properly with no critical pump error (open book image) alarm. Then performed history download and carelink upload. The history download was successful using thus and carelink upload was successful. Critical pump error (open book image) alarm was due to corroded pcba 1. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay, and cracked keypad overlay at the select button. The pump did not have a battery installed when received. The pump was received without the original battery cap. Unable to verify damage to the battery cap. Unable to perform the functional test due to critical pump error (open book image) alarm. Unable to confirm alleged low bgs (hypoglycemia). Critical pump error (open book image) alarm was confirmed due to corroded pcba 1. Possible over delivery anomaly unknown. Blank display not confirmed. Flashing medtronic logo not confirmed. E/a alarm unspecified unknown. Battery cap damage unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 1.6 mmol/l, the pump is not working, turned off, medtronic logo is visible and a red alarm is occurring. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event and whether the customer used the auto mode feature or not. No further patient complications were reported. Troubleshooting was performed and the issue was not resolved. The customer will discontinue the use of the pump and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. "The reported device is not marketed in the united states, but it is the same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.